Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced an atrioesophageal fistula and died. It was reported that there was an occurrence of an ae (adverse event) : fistula in a patient 4 weeks after his afib. Patient consequence: ae fistula. Additional information: the initial procedure was on (B)(6) 2023, the doctor informed us on (B)(6) that a complication happened: a fistula and that the patient had died. This adverse event discovered post use of biosense webster products. Physician's opinion on cause of this adverse event is maybe patient condition. The patient presented to the emergency room the week of (B)(6) 2023, he was taken care of but unfortunately died. A thermocool® smarttouch® sf catheter used. Force visualization features were graph, dashboard, vector and visitag. Parameters for stability were used (range; time) 3 mm, 3s, 25 %, 3g. Color options were ablation index. Generator parameters were power control and temperature cut off 40 c. The temperature, impedance, and power at the time of the perforation is unknown. No error messages observed on biosense webster equipment during the procedure. Modalities used to prevent esophageal injury was the presence of an esophageal probe. If the temperature increases by one degree, the doctor stops shooting in this area. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Carto® 3 system did not indicate to re-zero the catheter. Additional information: physician¿s opinion the cause of death was the fistule. Additional filter used with visitag was respiration. Generator information. Make, model, serial number : (B)(6). All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.